Event description:
Ocd representative reporting false negative reaction with the 0.8% resolve panel c lot # vrc195 with sample later identified to have anti-e. Issue started on: (B)(6) 2014. Frequency: 1x. Cell #3 and 6 affected: e+ cells. Methodology used: gel method. Incubation time (for manual test only): 15min. Reaction grade obtained: negative. Customer was expecting: positive reaction. Positive expected results obtained by repeating using immucor panel and peg enhancement. Customer stated sample was tested on (B)(6) 2014 with a 0.8% surgiscreen lot and antibody screen was reported positive by provue. Customer performed panel ID using vrc195(untreated and ficin treated cells) and no reactivity noted. A second sample was collected on (B)(6) and again the antibody screen was positive. Customer performed additional testing using immucor panel cells/peg enhancement and anti-e was identified (1-2+ with e-pos cells). Customer stated daily qc was performed and acceptable. Ocd discussed biological variability of donor and patient's plasma. Customer satisfied with discussion. Ocd recommend increase incubation with e-pos cells on panel c for further enhancement. However, customer is concerned with lack of reactivity with panel cells. Customer only reporting incident for documentation. Expects no follow-up. Satisfied with documentation.

Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and complaint review of donor history. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).